Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported fluid intrusion was confirmed during the device investigation. The evaluation found corrosion on the wireless module flex and radio printed circuit board (pcb) due to fluid intrusion. The device was removed from service.

Event description:
It was reported a wireless module for a spectrum pump had fluid intrusion. It was also reported there was no patient injury.